Manufacturer narrative:
Device evaluation of monitor (B)(4) is underway. The reported problem (overvoltage set flags) has been confirmed. Upon investigation the monitor failed incoming functional testing and was displaying a service code 102 and a service code 110. A root cause investigation is underway in engineering. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that "overvoltage set" flags were present in the monitor's download data.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The cause for the service code 102 and overvoltage set flags was isolated to contamination on the pins of pca jumper j1000, and a solder joint failure at capacitor c19. The root cause of the solder joint failure was stress on the board. Root cause investigation of similar failures determined that flux contamination on j1000 can cause the service code. No adverse event resulted from the defective monitor. Device evaluation of monitor sn (B)(4) is underway. The reported problem (overvoltage set flags) has been confirmed. Upon investigation the monitor failed incoming functional testing and was displaying a service code 102 and a service code 110. A root cause investigation is underway in engineering. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that "overvoltage set" flags were present in the monitor's download data.